Event description:
Rptr attended an insulin pump introduction seminar at hospital and a saleswoman from medtronic minimed got up on stage and demonstrated an insulin pump that also shows constant blood sugar results. She said it will be available in the spring. She has diabetes and had it inserted in her body. Rptr checked website and could not find FDA approval for the device. Rptr asks if this type of advertising is legal.